Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and a motor error. The customer¿s blood glucose level was 255 mg/dl at the time of the incident and treated with manual injection. Customer stated that the insulin pump will not turn back on after the battery has been changed. The customer was assisted with troubleshooting and confirmed crack on the insulin pump battery compartment. Customer also reported to have received a motor error alarm and no troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and not expected to return for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and passed self-test, unexpected alarm error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm during testing. The motor was tested outside the device and passed. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.